Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported missing components (stent) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported missing components (stent) appears to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. When the xience alpine 3.5 x 28 mm stent delivery system was removed from its protective tubing and the mandrel and protective sheath were removed, there was no stent found on the balloon. The device was not used and there was no patient involvement. Another xience alpine was used to complete the procedure. The protective coil, stylet, and floor were all inspected; however, no stent was found. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.